Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention where the left s2 lead had migrated and not the right s2 lead as initially reported. The left s2 lead was explanted and replaced with new lead thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported the patient lost effective coverage due to the right s2 drg lead had migrated. As such, surgical intervention is pending to address the issue.